Manufacturer narrative:
Continuation of d10: product ID a820 serial# unknown product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implanted infusion pump for malignant pain. The pump was used to deliver unknown morphine. It was reported that the patient was having problems with her pump for quite a while. On (B)(6) 2026, the patient was seeing a message to "retry communicator, if the problem continues contact clinician" and "system error, the system has encountered an unexpected error, contact medtronic support, code ox1049f746". Patient services had the patient restart the application to resolve. The patient also mentioned seeing codes 139 and 518. The patient stated that her device would stop at 90% and then it would follow through. The patient stated that, a lot of times, it would say to close the application or wait because it was not functioning. The patient would wait and eventually it would deliver the bolus. Patient services walked the patient through clearing data on the myptm application. The patient was able to connect to the pump without any lag. The patient mentioned that she was locked out for another 247 minutes. The patient confirmed that the last bolus did go through but it did not seem like it did, but it worked better that time there was not a lag. The patient was redirected to their healthcare provider to further address code 518, as the patient said they were seeing it often. The patient had 8 boluses per day. The patient stated that they called a manufacturer representative regarding the issue "like 2 weeks ago".